Event description:
The manufacturer received information regarding a dreamstation auto CPAP device with a complaint of emitting a bad odor. No clinical or medical information was provided, and no reports of harm or serious injury were reported. Upon evaluation, the manufacturer found that the device had foam degradation. No further investigation can be performed at this time. If additional information is received, a follow-up report will be filed.